Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs), alleging that the onetouch ultra meter is reverting to the setup mode. This complaint is classified according to the documentation of the customer care advocate. The alleged issue began on (B)(6) 2014 while the patient had ¿low blood sugar¿ symptom. The patient manages her diabetes with self-adjusting insulin. At the time of concern, the patient reportedly administered self-treatment with food/drink. The reverting to the setup mode was not resolved with training. There was no product misuse. The meter reverted into the setup mode after the battery was removed/replaced. This complaint is being reported because the patient had unexplained ¿low blood sugar¿ while she managed her blood glucose with the lfs product. The reported product issue was not resolved. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.